Event description:
The event involved a plum 360 infusion pump which was reported to have lost power and battery access. It was reported that the pump 'dropped offline' and that between 9:50am and - 9:55am cst the pump started switching between power supplies ( ac to battery ) and the pump shut off by 10:00am. The incident occurred during patient infusion, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A 12-month service review did not indicate a similar event.